Event description:
It was reported the pod was leaking insulin and bleeding from the infusion site (abdomen) while wearing the pod between 4 and 24 hours. Upon removal it was discovered that the needle mechanism did not retract as intended. This indicates a needle mechanism failure. Blood glucose levels were not affected.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received partially deployed with the needle exposed in the in the soft cannula. After removing the top housing the linkage assembly fully retracted and the formed needle was no longer visible through the exposed portion of the cannula. The inside of the top housing was observed and score marks for found, indicating that the linkage assembly was misaligned which is why the formed needle did not fully retract after deployment. During investigation, the needle mechanism was manually reset into its loaded position using the lock and load fixture. Rotation of the ratchet gear successfully deployed the needle mechanism. No blood was observed on or within the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The download data showed no timeouts, drive stalls or alarms. No other damages or deficiencies were found during the investigation.